Event description:
Additional information was received from the customer stating that the procedure was completed by replacing the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: h8. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon ¿e315 error¿ was not reproduced. E315 error occurs when an endoscope which cannot be used together with the subject device is used or this product or an endoscope is malfunctioning. Since water leakage occurred due to deterioration of the scope mount, it was determined that e315 error occurred temporarily because communication failure occurred due to temporary water leakage. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. During evaluation, it was observed, the cable had appearance defect, the video connector had appearance defect, wobbly scope mount was noted, and air/water leakage was noted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center indicating, the hd camera head exhibited unsupported scope error code e315. There was no harm or user injury reported due to the event.